Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not lasting ten days occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse due to stopping the sensor session from the receiver. The reported event of a sensor not lasting ten days is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.